Manufacturer narrative:
Investigation in process, but not yet complete.

Event description:
It was reported that the driver didn't hold the screw head again and again during procedure though the surgeon is experienced driver user.